Event description:
61 yr old female admitted for right thalamotomy for diagnosis of left sided tumor and parkinson's disease. On post operative day 1, the patient complained of dizziness and numbness in her left foot and hand; patient dragged foot when she walked. Post-operative day 2: patient complained left side of her body felt "funny and heavy". Used in this treatment was a leksell arc/head frame and radioncs electrode and guide bushing.